Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code (B)(4): no code available (secondary surgery, lens exchange) (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -6.0/+1.0/073 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a shorter lens due to excessive vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. Visual inspection found no visible damage to lens; foreign material (residue) on lens surface. (B)(4).